Event description:
It was reported that the patient came into the clinic because of some episodes of non-sustained right ventricular oversensing due to noise on the right ventricular (rv) lead. The clinic believes it is coming from the optimizer device the patient also has implanted. The clinic will continue to monitor the rv lead. There were no adverse health consequences, the patient was stable.